Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose after a usual meal announcement and carbohydrate intake, with glucose subsequently declining during a call, and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included user self-monitoring without need for further assistance and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.